Event description:
During the routine follow-up of the device involved in this report, a warning about high impedance at atrial level was displayed. Normal sensing and pacing operations were observed.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. Review of the electronic data and files received. In response to the warning letter that the united states food and drug administration issued to ela medical (dated 2009), ela is filing this MDR at this time.